Manufacturer narrative:
Continuation of d10: product ID: 990063-020 product type: mapping catheter product event summary: the 2af283 balloon catheter of lot number 22948 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used. (No application performed). During functional testing, the console terminated the application and triggered system notice #(B)(4) indicating that the safety system detected fluid in the catheter and stopped the injection. Deflection testing (lever pushed to the forward and backward position) was performed, the shaft re-act as initially intended. No kinks were identified on the shaft and after dissection, the pull wires were also intact. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments: a kink was observed in the guidewire lumen at the handle segment. In conclusion, the balloon catheter failed the return product inspection due to a kink observed on the guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a system notice was received indicating that the balloon was deflated. The balloon automatically retracted during the procedure. The electrical umbilical cable was replaced and the console was restarted, but the error persisted. The balloon catheter was then replaced, which resolved the issue. It was further noted that when the mapping catheter was removed, it was found to be partially kinked. The mapping catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.